Event description:
It was reported that during a supply change the ilet touchscreen would not accept ¿yes¿ when prompted to confirm seeing drops, allowing only ¿no,¿ and the device remained unresponsive through multiple restarts and attempted firmware update via the app and phone; pairing with the dexcom sensor was in progress at call conclusion. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key or button behavior on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.